Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. There is visual evidence that the laser welding did occur based on the surface of the body of the borach handle around the location of the pin. It is unknown what condition the pin is in as it was not returned with the rest of the device, therefore the root cause of the failure could not be determined. A manufacturing review was performed and there were no discrepancies were identified. (B)(4).

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. (B)(4).

Event description:
It was reported during an unknown patient procedure that one of the pivot pins broke during preparation. A replacement was used to complete the procedure. No adverse events were reported.